Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain of their automated peritoneal dialysis therapy. Reportedly, the pt stated that they use 3 pt extension lines in conjunction with the standard homechoice set. Baxter's technical service center assisted the home pt in ending the therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per home pt.